Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half height drawer 2.1 was failed and drawer was sensed open when it was closed. A field service engineer (fse) inspected the device and found that the emergency release button was broken, solenoid inseparable was very difficult to release, then replaced the damaged latch assembly but the latch inseparable was not engaged properly. Further fse inspected and found that there was a large pill jammed in the upper lip of the drawer which prevents the drawer from closing properly, when slammed the drawer was lock, but the additional pressure cause the latch inseparable to bind, then removed the medication to resolve the issue and tested the drawer using hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer would not open, and the narcotic lockbox key was located inside the failed drawer. However, there were no delays or adverse events or injuries reported based on this event.